Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that the patient underwent mesh removal on (B)(6) 2011 due to urethral erosion of mesh. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent removal of tvt mesh and urethroplasty on (B)(6) 2011 by dr. (B)(6) due to tension-free tape mesh erosion into the urethra at the (B)(6) center (B)(6).

Event description:
It was reported that the patient underwent removal of tvt mesh and urethroplasty on (B)(4) 2011 by dr. (B)(6) due to tension-free tape mesh erosion into the urethra at the (B)(6) center (B)(6).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient had the mesh surgically removed on (B)(6) 2011 due to urethral erosion of the mesh and pelvic pain.